Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer wore the transmitter while having scan(s) done in the hospital. However, the transmitter and pump were unable to regain connection. The transmitter was replaced to resolve the issue. No additional patient or event information was available.